Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, after the patient inserted a new wearable, the patient took a nap. The patient woke up with the cgm alerting her to a cgm value of 50 mg/dl. The patient¿s sensor site was also bleeding. The wearable was removed and the bleeding continued. It was reported the patient took clopidogrel as a daily blood thinner. The patient self-treated her low cgm value with apple juice and then went to the ER for evaluation of the continued bleeding. At the ER, the patient¿s bg meter reading was 160 mg/dl. The patient was treated with an unspecified injection to stop the bleeding. The patient was discharged home later the same day. The patient was in ¿normal condition¿ at the time of report. No product or data was provided for investigation. The problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.